Event description:
Caller alleged discrepant results compared with the lab. Results as follows.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 9.0, mean: 5.45, confidence limits: na. 1.9, 10.0, 5.95, na. 2.1, 6.4, 4.25, 2.4-6.1. Inr results from june and july were excluded from comparison test since no corresponding lab values were given. Analysis of the customer's data revealed that all inratio and reference test result comparisons did not meet accuracy criteria. Returned meter and retained strips were tested and results did not reproduce customer's observation. Test result comparisons met accuracy criteria. Function testing was performed on returned meter with passing results. Internal inspection of meter found no indication of physical damage resulting from device abuse or misuse. Minor blood contamination found on strip slot. As of 10/06/2010, two discrepant result complaints were reported for lot #235793 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Sysmex results for the both donors are above 2.0. The minimum 2 out of 3 replicates for each donor are within the acceptable bias variance of +/-1.0. No further action is required.